Event description:
It was reported that the ventilator stopped working while on patient. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was claimed that during patient treatment, the ventilator stopped working. The reported issue has been confirmed during evaluation of the provided problem description, service report and log files. The device was inspected by our field service engineer (fse), and the reported malfunction could not be duplicated. No parts were replaced and returned to the factory for analysis. Therefore, the exact root cause of the failure cannot be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/22/2021. Corrected manufacture date: 11/29/2007.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was claimed that during patient treatment, the ventilator stopped working. There was no patient harm. Problem description, service report and the device¿s logs have been analyzed. The device's logs indicates that the device worked according specifications and alarmed to highlight the errors. There was no stop of ventilation, only an issue with the ventilation parameter settings and panel disconnect alarm, when the panel disconnects the ventilator appears to stop due to a black panel but the ventilation continues with set settings. The device was inspected by our field service engineer (fse), and the reported malfunction could not be duplicated. No parts were replaced and returned to the factory for analysis. Therefore, the exact root cause of the failure cannot be determined.